Event description:
In 2009, a company representative met with the patient and his wife to provide additional training and reported there was a green residue in the reservoir and around the piston rod. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.